Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Onset of adverse event: after the procedure. It was reported via trial that on (B) (6) 2008, the patient underwent direct stenting in the proximal left anterior descending (lad) artery with one xience v stent, the predilated left distal circumflex artery with one xience v stent, and direct stenting in the saphenous vein graft with one xience v stent. On (B) (6) 2009, the patient developed silent ischemia and angina that was diagnosed as a non st elevation myocardial infarction (mi) and required revascularization of the coronary artery bypass graft on (B) (6) 2009, due to a new, non-target lesion. The patient's condition resolved on (B) (6) 2009, and the patient was discharged. Abbott vascular medical safety monitors assessed this event as a non q-wave mi caused by the target vessel and target lesion revascularization of the lad restenosis. There was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: there was no reported product deficiency. Angina, ischemia, myocardial infarction (mi) and stenosis are known adverse events as listed in the xience v instructions for use (IFU). The procedure was completed with no pre-dilation of the lesion. It should be noted that the IFU sates "pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent". It is unk if the direct stenting technique (no-pre-dilatation) contribute to this case occurrence. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.